Manufacturer narrative:
Product ID 3093-28, lot# v567715, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced pain down her leg when stimulation was turned on and off. It was also reported the patient experienced pain at the incision site when stimulation was turned off. The patient was hit in the back about 2 weeks prior to experiencing pain. It was noted the patient's physician recommended an x-ray but wanted a manufacturer representative to check the device prior to the x-ray. The patient's stimulation was off. It was later reported when the patient's stimulation was turned on, even at its lowest settings, it caused her 'tremendous pain.' The patient's stimulation had been turned off since 2 weeks prior to her most recent doctor's appointment on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.